Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The following MFR report number is related to this report: 1221359-2022-01721.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2022 for two patients. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation testing was performed in another lab with an unknown platform and generated a negative result. Pcr confirmation testing was also performed and generated a negative result. The customer stated that the test was performed for travelling purposes.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174794 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m174794 and test base part number 190-430 / lot m174794. During qc release testing 2 false positive results were obtained, which is acceptable per release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.